Event description:
Insertion of an epidural catheter at 6am on (B)(6) 2021. With success. Patient initially well relieved. Call at noon for insufficient anesthesia. The catheter bandage was wet. The catheter was still well positioned. Injection into the catheter. Product leakage at the level of the 12th cm approximately. Clinical consequences: the catheter was removed and replaced.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one flat filter, one snaplock assembly, and one epidural catheter. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned filter and snaplock assembly revealed both components appear typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. Functional inspection was performed on the returned sample. A functional leak test was performed per amrq-000017 section 7.5; rev. 9 using the returned catheter and snaplock assembly with the lab leak tester (ref-002902). The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The components were then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds (stopwatch: ref-003150). No leak was observed. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned catheter passed a leak test. There were no functional issues found with the returned sample. No further action is required at this time.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Insertion of an epidural catheter at 6am on (B)(6) 2021. With success. Patient initially well relieved. Call at noon for insufficient anesthesia. The catheter bandage was wet. The catheter was still well positioned. Injection into the catheter. Product leakage at the level of the 12th cm approximately. Clinical consequences: the catheter was removed and replaced.